Event description:
It was reported that the patient underwent a second revision surgery in (B)(6) 2014. Metallosis, ongoing hip and groin pain, decreased range of motion, impaired gait / limp, reduced hip function reported. It was not specified which devices were removed.